Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the basket would not open. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A functional test determined the handle actuates to the open position, but, when closing the basket formation, there is a gap. There were no kinks or damage noted in the basket sheath. The support sheath and basket sheath are still adhered. The handle was disassembled. The basket formation can be manually actuated to the completely closed position. The handle was reset and reassembled and a functional test determined the handle actuated the basket formation to the open and closed positions completely. The customer stated the device did not open; however, investigation results noted the device opened fine, but would not close completely. The device history record was reviewed and noted there were no non-conformances associated with the complaint device lot number. A review of complaints history revealed this complaint is the only one associated with lot number 8028125. The instructions for use (IFU) advises: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. It has been determined that a gap between the thumb button and the distal handle possibly caused the basket to not completely close. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.